Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was elevated to 200 mg/dl. Customer disconnected from the pump, reverted to backup, and reconnected to the pump the following morning. No additional occlusion alarms occurred.

Manufacturer narrative:
Follow up on (B)(6) 2014 indicates that blood glucose level was 166 mg/dl. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.